Event description:
The pt experienced overdose following a dose adjustment, it is now too high. The procedure did not cause the problem. The drug being administered via the pump was lioresal. Additional info has been requested.

Manufacturer narrative:
(B)(4).